Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was experiencing poor coupling with recharging. The patient stated she only gets 2/8 coupling. The patient described the coupling as intermittent. The patient stated the coupling issue had always been present. The patient had been sent a new antenna, but the issue was not resolved. The patient contacted their healthcare provider (hcp), and was told that they would be contacted by the device manufacturer. The antenna locate feature was used, and the ins successfully located, but coupling did not improve. The patient stated the ins was "lopsided and not very straight" and that it "wiggles around in there" the patient was sent a new antenna and adhesive discs to help with coupling. Additional information received from the hcp inquired about what the patient had been sent. It was reviewed that the patient was directed to discuss possible pocket issues with their hcp. The hcp planned to discuss this with the patient. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, they reported that the replacement of the antenna had resolved the poor coupling issue they also reported a concern about the durability of the antenna and stated that it seems to break easily. No symptoms or additional complications were reported.